Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 10/30/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case. Visual inspection with the unaided eye shows the product is cut in half, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient gender: unknown as information was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a model zct150 15.5 diopter intraocular lens (iol) flipped upside-down after being inserted in the patient¿s operative eye. The lens was removed without patient injury and no suture(s) required, however the incision was enlarged. The procedure was completed using another lens of the same model. The removed zct150 lens is not being returned. No additional information was provided to johnson & johnson surgical vision.